Event description:
Reportedly, at the end of the operation, the surgeon inspected the area of the inner abdomen and found an approximately 14cm long narrow piece of plastic. It looks like the edge / " drawstring hem" of the specimen bag that apparently fell off during the retraction of the instrument through the sleeve. Procedure: lap chloe.